Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for draining slowly. The patient didn't feel well and was nauseous. The patient reported having her catheter (not a fresenius product) repositioned earlier in the day and had received a replacement cycler the evening before. The patient was in dwell 2 of 3 and technical support assisted the patient with a stat drain. The patient was still draining slowly, but felt a little better. Upon follow-up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018. It was stated that the patient underwent a catheter assessment (date unknown) and was advised to have the catheter replaced. On (B)(6) 2018 the patient was admitted to the hospital for the catheter replacement surgery. The patient was kept in the hospital for observation and underwent hemodialysis (hd) therapy as the patient was fluid overloaded and to allow for the new catheter site to heal. The patient was discharged (B)(6) 2018 and advised to complete a few more hd treatments in order to pull off the excess fluid. The patient refused hd as the treatment scared her. The patient resumed pd therapy, but was still experiencing drain issues. The patient¿s weight increased by (B)(6) due to the volume overload. The patient did improve with pd therapy and the clinic pdrn confirmed the patient was draining adequately. The patient utilized 4.25% delflex to pull off the excess fluid when normally she utilizes the 2.5% delflex.

Manufacturer narrative:
Added clinical investigation conclusion clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient symptoms of not feeling well and nausea and fluid volume overload. However, there is no documentation in the file to show a causal relationship between the adverse event and the liberty select cycler. Additionally, the patient was experiencing issues with the catheter (not a fresenius product) which required replacement and repositioning. The fluid volume overload improved after the replacement surgery and utilization of 4.25% delfelx. There is no allegation of a machine malfunction or deficiency against the liberty select cycler.

Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found two complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.